Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the portal vein. A 14mm wallstent endoprosthesis with unistep plus delivery system was advanced to the lesion and was deployed. Upon removal of the stent delivery system from the patient, the entire stent migrated to the native part of the portal vein. The procedure was completed by placing a 16mm wallstent covering the donor portal vein and the anastomosis. No further patient complications were reported and patient's status was fine.